Manufacturer narrative:
Manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken ventricular connector. It was also indicated that the keypad was damaged, the bail covers were cracked, and the battery drawer o-ring was damaged. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) required repair to the ventricular output connector. The epg was returned for service. There was no patient involvement.